Event description:
It was reported on (B)(6) 2025, that shaking was observed on a selenia dimensions 3d mammography system. A field engineer examined the system and found loose screws within the system worm gear. The field engineer replaced the worm gear and verified that the system is functioning in accordance with manufacturer specifications. No patient/user injury reported.

Manufacturer narrative:
An investigation was completed: on (B)(6) 2025, it was reported that the system was shaking. The field engineer (fe) was dispatched to the customer site and replaced the vta bolts using the replacement kit to resolve the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. The vta bolts were on the system for 2,757 days and were not returned for further investigation. The cause of the system shaking was due to loose vta bolts. A CAPA has been opened to investigate the root cause of the loose/broken vta bolts. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented in the CAPA. Future events will be monitored and trended. Device history record (DHR) review: a review of the complaint history for (B)(6) was performed and no additional complaints related to loose vta bolts were found. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There was no discrepancy related to the vta. The vta was installed on this gantry with no issues noted. System product code: sdm-sys-9000-3d serial number: (B)(6) manufacture date: (B)(6) system installation date: 12/13/2017 unique device identifier (UDI): (B)(4).